Event description:
It was reported that after a percutaneous transluminal coronary stenting procedure, arteriotomy closure was attempted of the common femoral artery using a perclose proglide device. Reportedly, after suture deployment, pulsatile bleeding continued. A guide wire was inserted into the vessel, the suture was removed, and a second proglide device was attempted, but pulsatile bleeding also continued. The suture was removed and a hemostasis sheath was inserted. After reversing the anti-coagulant affects of heparin, manual arterial compression was applied to achieve hemostasis. The physician was reported to be trained in the use of the proglide device. There were no reported adverse patient sequelae. The physician was reported to be is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Device #1 proglide is being filed under a separate manufacturer report number.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed successful needle deployment and suture retrieval as evidenced by the posterior and anterior cuffs capturing their respective needles. Approximately one and a half inches of the rail suture end attached to the needle plunger was cut and not returned. The entire suture containing the knot was not returned; therefore, it could not be determined if the knot was successfully advanced to the arterial surface to close the access site. Contributing factors for the reported failure to achieve hemostasis after advancing and tightening the knot included, but not limited to, manufacturing deficiencies, challenging patient anatomical conditions, and incorrect operator deployment techniques. There were no challenging anatomical conditions reported which could have contributed to the reported failure to achieve hemostasis. Applying excessive pressure to the suture while advancing or tightening the knot could have contributed to the reported failure to achieve hemostasis. However, because the suture was not returned, this could not be confirmed. Insufficient tissue capture or enlarged arteriotomy could also have contributed to the reported failure to achieve hemostasis, but could not be confirmed. Based on the reported information and analysis of the returned device, the reported failure to achieve hemostasis could not be confirmed and a definitive cause could not be identified. No manufacturing or quality issue was detected. A search of the lot history record for the reported lot revealed no nonconforming material record associated with this lot, indicating all lot release testing met specification. A query of the complaint database did not reveal any other reported incidents for failure to achieve hemostasis after advancing and tightening the knot. Every suture is inspected for proper assembly during manufacturing. Additionally, during manufacturing, devices are visually inspected, a sampling of finished devices is destructively tested, and a quality control audit inspection is performed to verify product quality. A product quality deficiency was not noted.